Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate low result of "2.6 mmol/l" on the subject meter compared to an unknown result on a glucomen meter. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.